Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's springs came out. No fragment fell into the patient. The procedure outcome is unknown but there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated; the instrument failed the electrical continuity test on three out of three attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. Isi followed up with the initial reporter and obtained the following additional information: the issue was at the portion of the device that enters the patient (distal end). A wire exposed/broken at the tip. The instrument and cannula were removed together with no additional port made. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.